Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a tego® connector where the customer reported that it is leaking blood-stained fluid from sides of connector under or through the silicone casing and the tego is brand new. The cap on the syringe tip is correctly connected when opened. There was a patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrected information can be found in d10 concomitant products, e4 - initial report sent to FDA and h6 component codes.